Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient was implanted with the device and an external factor was considered. The implant site was struck against timber. The device automatically turned off during stimulation being on. This occurred three or four times. When impedances were measured and the battery was checked, no issues were noted. The patient was asked to confirm if the same issue recurred during stimulation being on. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the actions taken to resolve the device turning off was impedance was measured and the battery was checked, then no issues were identified. The cause of the device turning off was undetermined. The issue of the device turning off was not resolved, but the device was still in use.